Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no amomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2006 with hyperglycemia and vomiting. It was reported that the pt went to the ER with what was thought to be a 24 hour bug, but it was noted at the ER that he did have ketones in his urine. It was also reported that the pt's blood glucose has been over 300 "for some time". The device will be returned for eval; to ensure that, it is functioning correctly and did not contribute to the reported incidence.